Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to a damaged trace on a tranformer located on the analog board. The analog board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.